Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08670 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose level was 181 mg/dl and 323 mg/dl. Customer not getting any alerts or alarms. The insulin pump will be returned for analysis.